Event description:
It was reported multiple occlusion events had occurred. There was no adverse impact on the customer¿s blood glucose level as it remained within the normal range. The customer took various actions to address the issue, including checking the tubing and site, resuming insulin, and changing supplies frequently without resolution. Clinical troubleshooting was exhausted, and a replacement pump was sent to resolve the issue.